Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's nurse administered morphine which the patient is allergic to and the patient went into cardiac arrest. The patient was concerned that the health care professionals were pressing on the implanted device, mistaking it for the sternum. The patient reported concern that the cardiopulmonary resuscitation received may have caused leads to dislodge. The leads are still in use. No patient complications have been reported as a result of this event.